Manufacturer narrative:
The device was sent to the repair center. A field service technician (fst) replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The fst replaced the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed motor controller (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician verified during diagnostics mode and during operational model that the required voltages that ensured the correct operation for 35 volt (v) direct current (dc), 12vdc, 5vdc, and 3.3vdc, when measured with the fluke 87 multimeter on both the standard test bed (stb) cpu pcba and suspected mc pcba. The pil technician then verified that the voltages on the pneumatics display during diagnostics would intermittently ¿flakey¿ change from the expected voltages to 0vdc then back to the expected voltage again. The pil technician then verified that the following error codes for the overvoltage protection (ovp) occurred in the diagnostic report (drpt). The pil technician confirmed that the reason for the 35vdc, 5vdc, and 3.3vdc display failure and error codes was due to the spi bus failure on the mc pcba.

Manufacturer narrative:
E1: (B)(6) .

Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp failure had occurred. The reported issue was confirmed due to being duplicated after a restart of the device. Repair is currently pending.